Manufacturer narrative:
Lot number - 17k016, 18e040. For one of the reported events, a photo was made available for analysis. Visual inspection of the photo showed a pool of fluid inside a bag that contained the device. The exact location of leak on the device was unknown. The reported condition was verified. The cause of the leak could not be determined through the photograph. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume folfusors leaked. One device leaked from an unspecified location prior to patient use and did not involve a patient, and one device leaked from the bladder during infusion and involved a patient with no patient consequences. No additional information is available.